Manufacturer narrative:
(B)(4). This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history) are not available. The device is an unknown sv 0.018 guiding catheter and the catalog and lot numbers are not available. Criado, f. J., lingelbach, j. M., ledesma, d. F., & lucas, p. R. (2002). Carotid artery stenting in a vascular surgery practice. Journal of vascular surgery, 35 (3), 430-434. Doi:10.1067/mva.2002.121209. As reported in the literary article by criado, f. J., lingelbach, j. M., ledesma, d. F., & lucas, p. R. (2002). Carotid artery stenting in a vascular surgery practice. Journal of vascular surgery, 35 (3), 430-434. Doi:10.1067/mva.2002.121209; report one patient had transient aphasia (beginning at the end of the cas procedure and resolving after 4 hours) and monoparesis of the hand, which resolved completely after 1 week. The indication for the cas was symptomatic (stroke, tia) ica stenoses. Initially, during the cas, a 0.018-in sv-5 cordis small vessel guidewire was used to cross the ica lesion, which was then pre-dilated with a 4- by 40-mm savvy cordis balloon angioplasty catheter. Stenting involved placement of a self-expanding device from the ica across the bifurcation into the distal cca (across the origin of the eca). Post-balloon dilatation of the stent involved the use of a 4.5- by 20-mm or 5- by 20-mm savvy balloon catheter. The device was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided, the reported event ¿monoparesis¿ could not be confirmed and the exact root cause could not be determined. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Monoparesis is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. Additionally, usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literary article by criado, f. J., lingelbach, j. M., ledesma, d. F., & lucas, p. R. (2002). Carotid artery stenting in a vascular surgery practice. Journal of vascular surgery, 35 (3), 430-434. Doi:10.1067/mva.2002.121209; report one patient had transient aphasia (beginning at the end of the cas procedure and resolving after 4 hours) and monoparesis of the hand, which resolved completely after 1 week. The indication for the cas was symptomatic (stroke, tia) ica stenoses. Initially, during the cas, a 0.018-in sv-5 cordis small vessel guidewire was used to cross the ica lesion, which was then pre-dilated with a 4- by 40-mm savvy cordis balloon angioplasty catheter. Stenting involved placement of a self-expanding device from the ica across the bifurcation into the distal cca (across the origin of the eca). Post-balloon dilatation of the stent involved the use of a 4.5- by 20-mm or 5- by 20-mm savvy balloon catheter.